Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. The photo shows the distal end of the grey sheath and dilator. The dilator is present within the sheath. A portion of the sheath tip appears to be deformed and bunched inwards. The characteristics of the deformed region could not be clearly inspected. The deformation observed was likely caused by advancement against resistance; however, the exact cause of the resistance remains unknown. A lot history review (lhr) of rees2164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the sheath/introducer has an extra "bead" of plastic and prevents it to be advanced into the vessel. No patient involvement. 4/08/2021- the photo provided for evaluation showed the introducer sheath tip to be deformed and bunched inwards.